Manufacturer narrative:
Based on the claim against the product by the customer noting error on usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on fso 750589506 captured on related pr 573981. Based on the field evaluation, this reported event was confirmed. The fse confirmed the hard error 32056 on the usm and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint and the failure analysis investigation is in progress. The complaint regarding the usm error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for assistance. There was an error 32056 pointing to the universal surgical manipulator 2 (usm). The site called back in to report that an issue, that was previously reported. The da vinci system was useable as a 3-arm system. There was no patient harm and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) unit involved with this complaint and completed the device evaluation. The usm was tested on an in-house system in normal mode when it failed with error 32056. The usm was then tested on a testing platform where it failed agc current on the pitch. A gold pitch sl sensor pca was installed, and the error went away. The pitch sl sensor assembly will replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.